Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
Several packs have been opened with the caps off. Chief perfusionist commented he had never seen hard plastic tubing caps in custom perfusion packs and feels soft rubber type caps would stay on better and be more appropriate in customer packs.